Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion code. Also, a red alert notification noted indicating a device failure. A request was made to have data from this device analyzed. Data analysis confirmed the device was consuming battery at a normal rate. The alert was due to frequent beeper activation caused by magnets near the device causing temporary voltage to drop that the device detected as an alert. This device remains in service. No adverse patient effects were reported.